Event description:
Pt to cardiac cath lab during mi; during procedure pulse dropped dangerously low and required insertion of an emergency temporary pacemaker. The black pins in pacer box were deformed, and a second pacer needed to be opened to get another set of pins